Event description:
The reporter indicated that a 12.6mm vticm5_12.6; -10.5/2.00/95 (sphere/cylinder/axis) implantable collamer lens had tore during loading and noted "lens rupture due to snagging while loading injector". This occurred on (B)(6) 2022. The problem was resolved. It was noted "next operation date to be determined". The cause of the event was reported as unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information: "h6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue." Claim# (B)(4).